Event description:
It was reported to philips that the noncritical device error appeared after functional verification. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Available details indicate that the device is issuing the error message "non-critical device error." Troubleshooting determined that onsite evaluation is needed to further assess the issue as functional tests were performed, and the error message is confirmed to be issued. The device was powered off and powered on, the error message persists. Error logs reviewed, there was a software error shown and there no hardware errors displayed. Onsite evaluation performed; it was determined the processor assembly is faulty. The processor assembly was replaced. The device was returned to full functionality and remains at the customer site. The processor assembly was returned to philips for failure analysis. Visual inspection found no abnormalities. The component was fixtured on a known good working board, there were no issues. Operational checks were performed, there were no issues. Error logs were reviewed, there were no issues found. Functional tests were performed, there were no issues nor errors identified. The device powered up normally and all expected waveforms were displayed. Three shocks were successfully delivered and all within specifications. The processor assembly passed all tests during operational check and general testing. There was no fault found. The component is archived/retention. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint .

Event description:
This report is based on information provided by a philips remote service engineer (rse), field service engineer (fse) and failure analysis lab engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is issuing the error message "non-critical device error." The event was outside of use and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# (B)(6), is substantially similar to the heartstart xl+ defibrillator (model # (B)(6)) and will be reported in the united states under device model # (B)(6).